Manufacturer narrative:
Product analysis: visual inspection showed no outward signs of damage, there was no evidence of any cracks. Pressure integrity testing was performed at 0.5 lpm with 23 psi, (1189 mmhg) of backpressure for 10 min. During the pressure integrity test there was a leak observed from one of the tubing/fitting connections. The reason for return was confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of a custom tubing pack, it was reported that the customer observed a broken connector when priming the custom tubing pack for a case. The customer stated that the connector sprayed prime while they were priming the custom tubing pack. The customer stated that there was no damage to the pack and that the connector was on the cardioplegia set proximal to the heat exchanger. The customer opened another custom tubing pack and replaced the connector with a new one for the procedure. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information stating that there was no damage noted to the packaging or any of the devices within the same box/shipping container. The customer stated that the leak was in the broken luer area and into the seam where it connects to the body of the connector. Medtronic received additional information that the connector was not completely separated, it was more like a crack.

Manufacturer narrative:
Conclusion: the complaint was confirmed for leak per sample review. After evaluation the cause of this complaint could not be determined. However, it was identified this defect could possibly be attributed to the interaction between tubing and connector. Although it was not possible to confirm the potential root cause, medtronic has notified the production personnel to be aware of this situation. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Complaints received for the same failure mode were reviewed, and medtronic will continue to monitor for future occurrences and trends. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.